Manufacturer narrative:
Concomitant medical products: 4011-58 lead, implant date: unknown. Other health care professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the rv lead continues to show intermittent low impedance. The right atrial (ra) lead shows over-sensing. The ra lead remains in use. The rv lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.